Event description:
Lab associate (la) was drawing a pt's blood and when he was finished, la went to cap needle using the safety device. The device did not completely cover the needle, which went unnoticed. La then pricked his left index finger while attempting to put needle in the sharps container.